Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, three images were submitted for evaluation. The images appeared to show that the sheath tubing was detached and separated from the hemostasis hub, consistent with the reported event. Visual inspection was based solely upon a review of the photograph received the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of ¿the sheath hub detached near the base¿ remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, three images were returned and reviewed. Review of the three images appeared to show the sheath tubing was no longer attached to the hemostasis body, which is consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hub detachment could not be conclusively determined.

Event description:
During a mitraclip procedure, the sheath hub detached near the base. No tortuosity or obstructions were noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.